Event description:
Customer's father reported via phone, he noticed air bubbles and he changed his set and this morning he still had air bubbles. Customer's father didn't know the customer's blood glucose level at the time of the event. Air bubbles were about 6mm in size. Customer stated the device was not rewound with the device in place. Customer's father was then advised to disconnect at the quick release and perform a fixed prime until all of the air bubbles were purged. He didn't have tubing clamp to check for leaks. Customer's father was advised to monitor the insulin pump and call back if any issues occurred. He is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.